Manufacturer narrative:
Additional information was received on the event on november 9, 2017. A (B)(6) male patient (B)(6) underwent a redo ablation procedure for persistent atrial fibrillation. Prior to the use of biosense webster, inc. Products, a small pericardial effusion was detected. During the ablation phase, the small pericardial effusion grew into a significant effusion that was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 450 ml, which was returned via cell saver (autologous blood recovery system). Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. It was noted that the inr was 1.4. Medical history includes previous atrial fibrillation ablation, the use of xarelto, and aspirin. Patient factors cited that may have contributed to the adverse event include that this was a redo procedure, the patient¿s condition, and that the patient was taking xarelto and aspirin. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. Transseptal puncture was performed with a cook 71 cm transseptal needle. A st. Jude medical sl0 8.5 french sheath was used. Generator was set on power control mode. There is no information regarding generator parameters, other generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 8-15 ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time (act) maintained at greater than 350 seconds. There is no information regarding shaft proximity interference (spi) value. Thermocool smarttouch bidirectional sf catheter was not in close proximity to another catheter. Thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 4/17/18. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a (B)(6)-year-old male patient underwent a redo ablation procedure for persistent atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Prior to the use of biosense webster, inc. Products, a small pericardial effusion was detected. During ablation phase, the small pericardial effusion grew into a significant effusion that was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 450 ml, which was returned via cell saver (autologous blood recovery system). Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. It was noted that the inr was 1.4. The device was visually inspected and it was found in good conditions. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, an irrigation test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected, the irrigation tube was found occluded with dried saline solution, however, no damage was observed on the tubing. The force feature was not able to perform due to the irrigation issue, however, during the carto 3 no errors were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be determined. The root cause of the occlusion cannot be determined, it could be related to the procedure since there is evidence that the device was manufactured in accordance with documented specification and procedures and no damage was observed on the irrigation tube. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17724090l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a small pericardial effusion grew into a significant effusion that was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 4500 ml. Patient was reported to be in stable condition. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.